Event description:
A 6f pantheris device and hooked it up to all appropriate equipment. Once the device was in the body, the image on the screen was not accurate and did not appear correct. Md manipulated device within the body to try and troubleshoot the device. Image did not improve. Device was removed from the body and a new 6f device was opened and functioned properly and the case was able to proceed with that one device. FDA safety report ID# (B)(4).